Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with an unspecified mentor saline implant on the left breast and a 325cc mentor smooth round moderate profile saline breast prosthesis on the right breast, suffered left breast capsular contracture; baker grade IV and a right breast implant deflation post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 7557775 sn: (B)(4) and (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 7691445 sn: (B)(4). This medwatch form is for the left breast prosthesis.